Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringes with bd luer-lok¿ tips had cracked barrels. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes. A sample was received for evaluation. The sample has a cracked barrel, therefore failure mode is verified. This defect likely occurred when a miss fed barrel or plunger rod got caught in the assembly machine and jammed a few syringes before falling out of the dial. If any part gets caught in the dial of the assembly machine, there isn¿t room for a full syringe and it will damage/break that syringe. No corrective actions required at this time. Defect rate for this complaint (.006%) is within the allowed quality limits (.65%) per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 7326869 for the same defect or symptom. No related defects or qns were recorded in the DHR.

Event description:
It was reported that the bd syringes with bd luer-lok tips had cracked barrels. There was no report of exposure, injury, or medical intervention noted.